Manufacturer narrative:
Method: no pump available for return. Results: an evaluation and investigation cannot be completed as the device was discarded. The lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: I-flow was unable to obtain information and therefore unable to provide a more comprehensive analysis. If additional information pertinent to this complaint is received, the file will be re-opened, and I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: 8 ml/hr. Procedure: left ankle debridement. Cathplace: not applicable. Nurse reported that the pump infused too quickly. Normally lasts 48 hours and infused in 18 hours. No medical intervention, no adverse event, patient is fine.